Manufacturer narrative:
Confirmed customer complaint of device delivery accuracy with accuracy test, probable cause is that the mechanism was out of calibration. Calibrated mechanism. It was also found that the door and fluid shield were broken, replaced door and fluid shield. Device now passes self test, cassette test and runs protocol as designed.

Event description:
The event involved a plum 360¿ infuser pump which the customer reported failed the delivery accuracy test during preventative maintenance; it delivered 21.2 ml on two different tests on a pronk ft-2 flow meter. There was no patient involvement, no adverse event or human harm, and no delay in therapy.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.